Manufacturer narrative:
Device evaluated by manufacturer: the returned device consisted of the stent delivery system; the stent was not returned. The balloon was folded and wrapped around the shaft. An attempt to inflate the balloon was unsuccessful. The device was immersed in warm water to dissolve the dried blood and contrast inside the balloon, however, the second attempt to inflate the balloon was unsuccessful. A guide wire was successfully inserted into the device lumen. A tactile examination revealed no other anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is determined to be user related as the device was used in the superficial femoral artery; however, the device is indicated for use in palliation of malignant neoplams in the biliary tree. (B)(4).

Event description:
It was reported that during a peripheral stent placement procedure, a balloon rupture occurred. The 70% stenosed lesion was located in the mildly tortuous superficial femoral artery (sfa). The physician advanced the 6.0mm x 30mm x 135cm express biliary ld premounted stent system across the lesion and inflated the express biliary balloon one time to 15atms, however, the balloon ruptured during the first inflation. The procedure was considered to be completed with this device. No patient complications were listed and the patient's status was reported as 'fine'.

Event description:
It was reported that during a peripheral stent placement procedure, a balloon rupture occurred. The 70% stenosed lesion was located in the mildly tortuous superficial femoral artery (sfa). The physician advanced the 6.0mm x 30mm x 135cm express biliary ld premounted stent system across the lesion and inflated the express biliary balloon one time to 15atms, however, the balloon ruptured during the first inflation. The procedure was considered to be completed with this device. No patient complications were listed and the patient's status was reported as 'fine'.

Manufacturer narrative:
(B)(4)